Event description:
Md reports that while performing echo on 2 different patients on the same day, the echo images were lost and unable to be retrieved. The study was completed, but images were not available after the study. Both biomed and philips were contacted. Philips found that the computer interface was not responding, the unit would power up but not boot completely. The hard drive was found to be defective. The computer interface was replaced and the software was degraded to match that of xcelera. Mds had viewed reports/images while they were performing the tests, but were not able to review again after study completed.